Event description:
Additional information received 08dec2017: analysis of the 12-month follow-up ((B)(6) 2017 CT of the abdomen and pelvis with intravenous contrast revealed no evidence of filter embolization, no grade 0 filter legs, eight grade 1 filter legs, two grade 2 filter legs and two grade 3 filter legs. The grade 3 filter legs affected the duodenum and psoas muscle. There was no evidence of hemorrhage, hematoma, or other clinical findings observed at the grade 2 or grade 3 perforation/puncture sites. The angle of filter tilt in the sagittal plane was five degrees and 18 degrees in the coronal plane. Analysis of the 12-month follow-up (B)(6) 2017 ultrasound revealed no evidence of thrombus in the ivc, pelvic veins, or lower extremity veins. Analysis of the 12-month follow-up (B)(6) 2017 x-ray revealed no evidence of filter fracture, embolization or deformation. There was evidence of a 30 mm caudal filter migration. The angle of filter tilt in the ap view was six degrees and 13.8 degrees in the lat view. Analysist noted: ¿filter migration is accentuated by difference cranial caudal x-ray tilt.¿

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturer ref# (B)(4). G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. Summary of investigational findings: complaint reopened due to 30mm filter migration reported by analysis. Image review analysis found no migration present. When the cranial/caudal position is evaluated on the CT scan, there is no change in the positional relationship between the hook of the ivc filter and renal vein ostia, indicating no migration had occurred. The apparent change in position described on the x-ray is related to parallax and variation of the angle of incidence of the x-ray beam, and is an artifact. Therefore, the investigation from (B)(6) 2018 still applies (B)(6) 2018 investigation is based on event description and image review. The tulip filter was deployed in an infrarenal location without evidence of significant tilt or penetration. However, given the mild dextroconvex curvature of the ivc, this enabled the hook of the ivc filter to abut the left lateral wall of the ivc, despite having only 4 degrees of leftward tilt. There was no evidence of immediate penetration. Follow-up CT scan 432 days after gunther tulip implantation demonstrated slight interval increase in leftward tilt, which still measured insignificant at 12 degrees. There was interval development of a grade 3 interaction involving the posterior directed primary filter leg and the right psoas muscle. There is also a grade 2 interaction extending rightward into the pericaval fat involving one of the primary filter legs. The remaining two primary filter legs demonstrate grade 1 interactions with the wall of the ivc, as does the filter hook, which abuts the left lateral wall of the ivc. There is no evidence of pericaval inflammatory changes and there is no discussion of any symptoms potentially related to these penetrations. There is also no thrombus seen within the ivc filter. The interval worsening of the leftward tilt is likely related to the initial leftward tilt and the filter hook¿s interaction with the left lateral wall of the ivc, again related to the patient's underlying mild dextroconvex configuration of the ivc. Vena cava wall perforation is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Among other causes, vena cava wall perforation may inadvertently be initiated by improper deployment, excessive force or manipulations near an implanted filter (e.g., a surgical procedure in the vicinity of a filter) and (or) procedures that involve other devices being passed through an in situ filter. No evidence to suggest that this filter was not manufactured according to specifications and nothing indicates that it did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook medical wall continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturer ref# (B)(4). D4) catalog #: igtcfs-65-1-jug-tulip. G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. (B)(4). Investigation is still in progress.

Event description:
Description of event according to study: on (B)(6) 2016, the patient had a günther tulip® filter placed. The primary reason for filter placement was a current pulmonary embolism (pe) with a contraindication to anticoagulation related to ¿epidural catheter at time of pe onset precluded patient from being anticoagulated.¿ the inferior vena cava (ivc) diameter at the intended filter location was 24.8 mm. There was no ivc anatomic anomaly or presence of thrombus in the ivc prior to filter placement. Using the right internal jugular vein as the access site, a günther tulip® filter was deployed at the intended location in the ivc infrarenal site and in a location suitable to provide sufficient mechanical protection against pe. The filter neither deployed prematurely nor did the filter jump upon deployment. There was no evidence of filter fracture, deformation, or migration. Filter tilt was 6 - < 11 degrees. There was no extravasation of contrast, but filter legs did appear outside the column of contrast after filter placement. Analysis of the placement procedure venacavagram revealed no ivc anatomic anomaly or presence of thrombus in the ivc or the pelvic veins prior to filter placement. The filter was placed in the ivc infrarenal site and the ivc diameter was 22.2 mm. There was no evidence of filter migration, extravasation of contrast, or deformation. Filter legs did not appear outside the column of contrast after filter placement. The angle of filter tilt in the ap view was 12.4 degrees. On the same day, the post-procedure x-ray was completed and revealed no evidence of filter fracture, embolization, or migration. Filter tilt was 6 - < 11 degrees. Analysis of the post-procedure x-ray reported no fracture, deformation, or embolization. Migration was not assessed. The angle of filter tilt in oblique view was 6.7 degrees. On (B)(6) 2016 (82 days post-procedure), the three-month follow-up clinical assessment was performed and a filter retrieval procedure was not scheduled due to an ongoing risk for pe. On (B)(6) 2016 (188 days post-procedure), the 6-month telephone assessment was performed. Since the last contact, the patient had not experienced a reportable event. On (B)(6) 2017 (432 days post-procedure), the 12-month follow-up clinical assessment, CT of the abdomen and pelvis with intravenous contrast, x-ray, and ultrasound were completed. The filter was not scheduled to be retrieved due to an ongoing risk for pe. The CT revealed no evidence of filter embolization and a grade 3 filter leg interaction with the ivc wall. The ultrasound revealed no evidence of thrombus in the ivc, pelvic veins, or lower extremity veins. The x-ray revealed no evidence of filter fracture, embolization, or migration. Filter tilt was 11 - < 16 degrees. Patient outcome: the patient remains in the study.